Event description:
The rep reported the product had been replaced due to premature battery depletion. No patient complication had been reported.

Manufacturer narrative:
Findings from device analysis found no visual or electrical anomalies with the hybrid circuit; the ins battery was found to be depleted. Destructive analysis of the battery revealed no internal anomalies; the battery appeared to have experienced normal cell depletion. The internal condition was deemed similar to a normally discharged cell. Add'l evaluation completed 12/12/2007, determined that the ipg had not met expected product longevity. An exact cause has not been determined for the product problem; no failure mechanisms were identified subsequent to destructive analysis of the cell.